Event description:
Dr. (B)(6), surgeon at the hospital, reported the following event to (B)(4), sales rep: "it was a (B)(4) - assembly for t7 t8 t9 t11 t12 fracture further to an accident. After insertion of the rod, the surgeon used the persuader with difficulty on some screws. At t8 screw, the surgeon has positioned the persuader with strength and at the time of tightening, the blades have been pulled out from the lateral slots of the screw head. The screw head was damaged and therefore, there was no chance to fix the rod with the locking nut."

Manufacturer narrative:
Method: complaint history analysis, risk assessment, DHR review. Results: there have been (B)(4) complaints involving (B)(4) units of mantis polyaxial screws related to intra-operative tulip tab-breakage. Previous investigations concluded that the tab breakage was the result of cantilever forces being applied to the mantis reduction blades by the surgeon while using the mantis persuader. The DHR for the device's batch was reviewed and no deviations were noted. In this case there were no adverse consequences to the pt nor delays in surgery. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated screw. In this case, the surgeon most likely applied cantilever force with the mantis persuader which resulted in the breakage of the tulip tabs.